Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, a suture sleeve was not present. A portion of a lead capping kit was used as a suture sleeve and the lead was successfully implanted.